Event description:
The pt was seen at the implant center in 2001 for device eval. The center reported unsatisfactory hearing results due to electrode displacement. Minor facial stimulation was noted. In 2001, revision surgery was performed. The electrode array was repositioned.